Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the manager stated that the blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. It was confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed within the hansen connection. The manager also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The leak was internal and there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The manager confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a sample was returned from the reported lot number for evaluation. During the visual evaluation, a delamination was observed on the polyurethane (pu) of the non-cavity ID end of the dialyzer extending from approximately 280° to 85°, with the dialysate ports situated at 0°. The pu was also noted to be low on the same side as the delamination. No other damage or irregularities were visually noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the manager stated that the blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. It was confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed within the hansen connection. The manager also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The leak was internal and there was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The manager confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was available to be returned to the manufacturer for physical evaluation.